Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 292790001, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n302254, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n309554, implanted: (B)(6) 2012, product type: screening device. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging and would not charge the internal implant. Troubleshooting was limited due to lack of access to patient and/or product. An implantable neurostimulator (ins) overdischarge was suspected. There was no stimulation sensation and the patient had not had stimulation for 2.5 weeks. The patient was not getting communication with the programmer or charger. The patient last charged one month prior. A first overdischarge was confirmed. A physician mode recharge (pmr) was performed which successfully reset the device. A power on reset (por) also occurred with an unspecified code which was successfully cleared. The patient was reprogrammed. Upon correction of overdischarge the patient attempted to turn on stimulation and received overstimulation. She was instructed to stop the stimulation and reprogramming was done. The patient was seen the day of the report to confirm comfortable and adequate stimulation. It was thought that the issue occurred due to a software update; no diagnostic testing or troubleshooting was required. The issue was resolved. The rep. Later reported that following overdischarge the patient experienced an overstimulation sensation which occurred following successful recovery from overdischarge. The overdischarge was confirmed with the clinician programmer. The reason for the overdischarge was due to the patient experiencing multiple deaths in the family and neglected the normal operation of the stimulator. A successful charge was accomplished in one day. The patient experienced no symptoms other than return of pain due to no stimulation. The patient was doing great at the time of the report and was receiving adequate therapy.